Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd extension set breaks. The following information was provided by the initial reporter: nurse reports "the extension arm on the ext extension set breaks off frequently if not taped down". When quantifying the frequency, the rn reported that it happens "every two weeks at least".

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd extension set breaks. The following information was provided by the initial reporter: nurse reports "the extension arm on the ext extension set breaks off frequently if not taped down". When quantifying the frequency, the rn reported that it happens "every two weeks at least."